Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a skin irritation under the front and rear-right therapy electrode. Patient described the irritation as red and itching. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed betagalen ointment. Follow up indicated that the ointment is helping with the skin irritation.